Event description:
The customer tested her blood glucose using 2 breeze2 meters and received readings of 280 and 170mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.product was not replaced.